Event description:
An unexpected negative reaction was reported for the echo. A patient sample was historically positive for anti-c, -k, -v, and -e. A selected cell gel panel was performed on the patient and the sample was 1+ with a c+ cell, 3+ with a k+ cell, and negative with an e+ cell. No v+ cell was available. The patient was transfused. A new sample was drawn and tested on the echo using capture-r ready-ID (crrid). The sample was 3+ with cell 3 (c+, e+, k+), 2+ with cell 4 (c+, v+), 3+ with cell 8 (c+, k+), 1+ with cell 9 (c+), 1+ with cell 10 (c+), 2+ with cell 11 (c+), 1+ with cell 12 (c+), and 3+ with cell 14 (k+). The sample was negative with cells 5, 6, 7, and 13, all of which are c+.

Manufacturer narrative:
Reactivity of the c, e, k and v antigens were confirmed on retention crrid, lot id102. This lot was used on the echo by the customer. The returned patient's sample exhibited no reactivity with cells # 1, 2, 5, 7, 9, 10, 11, 12 on retention crrid, lot id102. Slight reactivity was observed with cells # 3, 4, 6, 8, and 13. The returned sample was tested in hemagglutination tests with selected cells from panocell-20, lot 13600, using immuadd as the potentiator. Because of previous history of cold antibodies, a room temperature testing was not included. Anti-c, -e and -v were not detected at this time. The patient's anti-k was detected. The returned sample was tested with panoscreen I, ii and iii, lot 14622 at room temperature incubation; one set was incubated at 15' 37 degrees c and anti-igg was added. The second set, instead of anti-igg, saline was added. Cell I (k+k+) exhibited 3+ at room temperature and 1+ at anti-igg. Cells ii and cell iii were nonreactive in all phases of testing. All three reagent red cells were nonreactive when saline was added. The event appears to be related to the nature of the sample.